Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (cp) via a manufacturer representative (rep) regarding a patient who had an implantable neurostimulator. It was reported that patient had redness at their incision site and was give antibiotics. No further complications were reported or anticipated.